Event description:
It was reported that a patient woke to a "no disposable" alarm on the pump. Walked patient through reseating the cassette on pump and once pump restarted, it began alarming again plus had a two-tone beep that would not stop. After switching same cassette, lot 4192062, exp (B)(6) 2026, to back up pump, the alarm began again. Patient son-in law arrived, and this rn asked him to mix new remodulin cassette. Once completed, pump restarted and reconnected to cassette. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.